Event description:
The patient¿s mother reported that on (B)(6) 2025, the patient¿s blood glucose level increased to 500 mg/dl, prompting an emergency room (ER) visit. Blood tests performed at the ER reportedly returned normal results, and the healthcare provider recommended pod replacement and insulin injection. The patient¿s blood glucose levels normalized after pod replacement without additional ER treatment or medical intervention. It was further reported that the patient¿s ketone level was 2.9 mmol/l; however, it is unclear whether this measurement was obtained via home testing or at the ER. Upon pod removal, the pink slide was noted to have advanced, and the cannula was observed to contain blood, which may indicate a possible occlusion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.